Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4 the possible lot# include the following: lot#: 14036489, experiation date: 1-jun-2029, manufacturing date: 5-jun-2024; lot#: 14108130, experiation date: 1-aug-2029, manufacturing date: 13-aug-2024; lot#: 13986462, experiation date: 1-apr-2029, manufacturing date: 30-apr-2024; lot#: 14095253, experiation date: 1-jul-2029, manufacturing date: 30-jul-2024; lot#: 14036491, experiation date: 1-jun-2029, manufacturing date: 4-jun-2024; lot#: 14015427, experiation date: 1-may-2029, manufacturing date: 20-may-2024; lot#: 14000028, experiation date: 1-may-2029, manufacturing date: 13-may-2024; lot#: 14015426, experiation date: 1-may-2029, manufacturing date: 20-may-2024; lot#: 13887467, experiation date: 1-feb-2029, manufacturing date: 1-feb-2024; lot#: 14079294, experiation date: 1-jul-2029, manufacturing date: 15-jul-2024; lot#: 14079293, experiation date: 1-jul-2029, manufacturing date: 18-jul-2024. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to microclave® clear neutral connector that experienced cracks. . The reporter stated that in the past two weeks, they had five instances of cracked microclaves reported in the nicu. Initially, there was concern that the PICC lines were causing the issue, but current feedback points toward the microclaves themselves as the source. Then, when an ICU medical clinical sales consultant visited the site clinical practice leader, nicu, indicated that this has been happening for almost a year. There were complaints of cracking at the base of the microclaves. Initially they suspected the cracking of the microclave was coming from the connecting to the 1f vygon PICC. They use other sizes of PICC but primarily the 1f. It was also stated that they teased this out as they see the leaking from the base of the microclave even on the trifuse extension set. The event date is ongoing approximately for one calendar year. Status was during patient use. Sample is available for evaluation. There was patient involvement, no human harm and unknown in delay in therapy.

Manufacturer narrative:
D9 - date returned to mfg: 11/8/2024 received one new list# mc100, microclave¿ clear neutral connector, one new list# mc100, microclave¿ clear neutral connector. As received, no physical damage or other anomalies observed, no cracks. Leak tested both samples and no leaks or cracks were observed. The complaint cannot be confirmed, without the return of the used sample. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
No mc100 product samples, videos or photographs were returned for investigation. The device history report (DHR) was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.